Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to a defective q10 transistor on the defibrillator pca. The root cause for the defective transistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During servicing of a monitor, which was returned for investigation into a non-reportable patient death, a reportable malfunction was found. Monitor sn (B)(4) did not pass incoming functional testing. There is no indication that this device malfunction caused or contributed to the patient's passing as the patient was in a life-sustaining rhythm at the time of the device shutdown.